Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the pacemaker dependent patient with this device system was presented in the emergency room after falling and hitting their head. Upon device interrogation, the pacing impedance measurements ranged from 800 ohms to 1,700 ohms. When atrial pacing occurred, crosstalk ventricular sense and oversensing was observed, which inhibited pacing. A revision procedure was performed, with a pacing impedance measurement of 550 ohms and no noise was observed when connected to the pacing system analyzer (psa). When the lead was again connected to this device, oversensing and asystole was observed. When the lead was connected to the new device without tightening the set screws, immediate pacing was observed. The physician elected to remove this chronic device. No adverse patient effects were reported during the procedure.